Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer were experienced difficulties in removing suction tubing from the nasogastric tube once it has been connected . It was also stated that they have had bile and the secretions came out of the antireflux valve end of the tube which was getting on patients and bedding . Customer asked is there some sort of positioning that they need to do to help with this problem . As per the additional information received via email on 07apr2022, customer stated that the enfit tubes did not have the prevent filter attached. Stated that it was the little disc shaped integral plug component at the end of the pigtail. Inquirer responded that the plug was just for when they were transporting the patient and not sure why the enfit version did not include it. Inquirer assumed that there was an engineering reason but could not say for sure. It should not have any impact on the issue.

Event description:
It was reported that the customer were experienced difficulties in removing suction tubing from the nasogastric tube once it has been connected . It was also stated that they have had bile and the secretions came out of the antireflux valve end of the tube which was getting on patients and bedding . Customer asked is there some sort of positioning that they need to do to help with this problem . As per the additional information received via email on 07apr2022, customer stated that the enfit tubes did not have the prevent filter attached. Stated that it was the little disc shaped integral plug component at the end of the pigtail. Inquirer responded that the plug was just for when they were transporting the patient and not sure why the enfit version did not include it. Inquirer assumed that there was an engineering reason but could not say for sure. It should not have any impact on the issue, however.

Manufacturer narrative:
The reported event is inconclusive since the physical sample was not returned. It is unknown whether the device had met relevant specifications. It is unknown whether the product had cause the reported failure. Visual evaluation of the attached photo sample noted 1 opened (without original packaging) bard suction connector connected to suction lumen. Visual inspection noted no obvious visible defects. It is unknown if leaks occurred without the physical sample received. Further investigation cannot be conducted. A potential root cause for this failure mode could be ¿incorrect design of diameter at the end of the lumen (luer syringe) incorrect, non-uniform thickness at funnel end¿. However there is no evidence that suggest that that this is the cause of the event. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "for use with bd¿ enfit¿ nasogastric sump tube and enfit¿ lopez¿ valve if suction is desired: ¿ attach to suction lumen of enfit¿ nasogastric sump tube. ¿ attach to side a of enfit¿ lopez¿ valve." Corrections: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated